Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge tip could be observed to be bent, in a way consistent with a handpiece that was dropped. The plunger rod could be observed to be damaging and puncturing the side of the cartridge neck. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issues. The plunge rod could be observed to be bent, however a lack of damage in the lens module indicates that the plunger rod bent after being advanced. The lens was removed from the cartridge and cleaned, revealing that the lens and haptic were damage. The complaint issue of cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) cartridge broke/cracked while inserting into the patient¿s eye. Only the cartridge touched the patient¿s eye and the lens was not inserted. The procedure was completed successfully using another iol. The lens was received for evaluation and it was confirmed that the cartridge tip was damaged. No further information was provided.